Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips one charger caught on fire while plugged in. No injury or property damage was reported.